Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) episode after a "usual dinner" meal announcement, dropping as low as 65 mg/dl shortly after the meal. It was explained that since the pump is new, it can sometimes take a while for the ilet to determine how much insulin is needed to prevent lows from meal announcements. The reports from previous days were checked and it was noted that their usual meal announcements are getting smaller and less aggressive. The low was corrected with sugar and carbohydrates. The ilet alerted the user. The user¿s husband assisted during the event. The user reported feeling tired. No medical intervention occurred.